Event description:
Event description guidant received information that while removing this implantable cardioverter defibrillator (ICD) from the pocket, oversensing was noted which resulted in inhibition of pacing.